Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the electrode belt failed the ECG fall-off and therapy electrode recognition tests. The cause for the failure was isolated to a broken black pulse wire in the trunk cable. The root cause of the broken wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving frequent adjust belt messages. The pt was issued a replacement electrode belt.